Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of sensing and helix had sprung. The device was removed and replaced during procedure on (B)(6) 2024. There were no patient consequences.